Event description:
The customer reported, a fatal system error, and a high capacity disk error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported an evaluation or repair in either of the reports for this system. (B) (4).